Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because rubber covering the dataport on the side the meter is loose and issue was not resolved with troubleshooting.